Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed the bicarbonate buffer test per (B)(4). One of 2 sensors failed for high readings. One remaining sensor passed per specification ith accurate readings. The validity of the customer's insertion complaint could not be confirmed due to the customer not returning the insertion needle; the customer only returned the sensor.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended while she slept due to a sensor glucose of 41 mg/dl despite a blood glucose of 201 mg/dl. The customer tried to change her sensor later in the day, but her sensor got stuck in the serter. The customer was assisted with loading a sensor into the serter. She was also advised on the discrepancies between her sensor glucose and blood glucose and how those levels can fluctuate, especially while sleeping. The two sensors were returned for analysis and two replacement sensors were shipped to the customer.